Manufacturer narrative:
This lead is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements eventually going out of range. This lead has been explanted. No adverse patient effects were reported.